Event description:
Information was received indicating that a patient was accidentally over dosed when a smiths medical cadd-legacy duodopa ambulatory infusion pump was accidentally left on all day and night while patient was in the hospital. It was reported that the patient was also given "more the next morning and they had to wait for him to come off a high." It was reported that subsequently the nursing home was being trained how to use the pump. It was reported that the patient suffered from hallucinations and delusions and could not talk properly.